Event description:
Patient reported that he had patellar tendon repair in 2004, followed with orthopedic hardware removal one month later. The patient reports development of a stitch abscess wth drainage and swelling extending 2.5 cm from incision three months later. The patient reports that the suture was removed and antibiotics were prescribed on the day. Patient reports continued issues with removal of the patella bone in 2006.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additonal information to obtained, a supplemental 3500a form will be submitted accordingly.